Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency a patient who presented with two subcutaneous nodules increasing in volume in the right breast. An MRI found lateral intracapsular breast prosthesis rupture with the appearance of a floating membrane without evidence of extra capsular rupture or peri-prosthetic effusion. Treatment was the excision of the 2 nodules and removal of the right breast prosthesis. The excised nodules and capsule have been sent for pathological analysis to eliminate the risk of large cell lymphoma that may be induced by the prosthesis. The event of breast mass is not considered device related.